Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ipg migration. The ipg had migrated from the flank to the buttocks. The patient underwent surgical intervention where the ipg was re-positioned on (B)(6) 2019. Effective therapy was established post-op.

Manufacturer narrative:
(B)(4).